Event description:
Even though the packaging looks fine rptr can not be sure of its sterility and safety. Merchandise out of date. (*) rptr was contacted by MFR following submission of original report. MFR stated rptr's request was received late. To date, no one from co has come to pick up syringes. Syringes were bought directly from co. Rptr wants credit for these syringes.